Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was severely calcified. A 2.25x28mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was then noted that the handle broke during repeated attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: an f/g,promus element plus,mr,ous 2.25x28mm stent delivery system (sds) was returned for analysis with no manifold attached to the broken hypotube. An examination (visual and via scope) of the crimped stent found stent damage. The proximal area of the stent was bunched distally. The stent showed no signs of movement and was set between the proximal and distal marker bands, however. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified a break 1245mm proximal to distal tip of device. The detached manifold and strain relief were not returned. Multiple hypotube kinks were also observed. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was severely calcified. A 2.25x28mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was then noted that the handle broke during repeated attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the hub itself was fractured. The device was completely removed with the catheter.

Event description:
It was reported that shaft break occurred. The target lesion was severely calcified. A 2.25x28mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was then noted that the handle broke during repeated attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device manufacture date corrected from 04/02/2019 to 06/11/2018. An f/g,promus element plus,mr,ous 2.25x28mm stent delivery system (sds) was returned for analysis with no manifold attached to the broken hypotube. An examination (visual and via scope) of the crimped stent found stent damage. The proximal area of the stent was bunched distally. The stent showed no signs of movement and was set between the proximal and distal marker bands, however. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified a break 1245mm proximal to distal tip of device. The detached manifold and strain relief were not returned. Multiple hypotube kinks were also observed. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.